Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was freeze and pressed the button it paused for few seconds before it actually work. Customer's blood glucose level was 7.9 mmol/l. Customer reported it happens randomly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.